Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an unspecified location. It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization. A blood glucose level was not provided. The customer declined troubleshooting from tandem¿s technical support to obtain additional information.